Event description:
Same case as MFR ID#: 2134265-2010-04341. It was further reported that the target lesion was de novo, 40mm long, visually 100% stenosed, via core lab 91% stenosed and located in the mid left anterior descending (lad) with a reference vessel diameter of 3.0mm. It was treated with predilation and placement of a 3.0x32mm taxus liberte stent and a 3.0x12mm taxus liberte stent without gap. No post dilation was performed. Residual stenosis became visually 0% and via core lab analysis it was 12%. Timi flow improved to "3". The patient was discharged 1 day later without complications on aspirin and clopidogrel bisulfate. The event was diagnosed 227 days post index procedure. Core lab analysis of the lesion found that it was 41% stenosed. Following treatment, core lab analysis indicated that there was 12% residual stenosis. Timi-3 flow was maintained throughout the intervention. It is the opinion of the physician that the event is possibly related to the taxus liberte stents.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device wil not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. The target lesion was located in an unknown coronary vessel, and was treated with placement of an unknown size taxus liberte stent. After an unknown period of time, the patient was found to have restenosis of the mid left anterior descending coronary artery without ischemic symptoms. The 75% stenosed lesion was 28mm long with a reference vessel diameter of 3mm. Seven days later, it was treated with predilation and placement of an unknown size taxus liberte stent resulting in 0% residual stenosis. The event was considered resolved and the patient was discharged one day later.